Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier listed as (B)(6); patient age and weight unavailable for reporting it is unknown when irritation began implant date is unknown device is not expected to return for investigation patient code is for additional medical intervention required. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had to undergo a revision surgery on (B)(6) 2018, for removal of a plate and screws implanted on an unknown date. The patient wanted the plate and the screws to be removed as the plate was sticking out of the patient's skin. The implants were removed intact. Nothing was implanted back in the patient. The surgery was completed without any delay and the patient was stable after the surgery. This is report 1 of 2 for (B)(4).